Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm and a 4.8 cm in diameter common iliac aortic aneurysm. The proximal aortic neck was barrel shaped, with accordion-like folds, and had an angulation that measured over 100 degrees. During the index procedure, an adequate seal length could not be obtained and there was a proximal type I endoleak on the greater curvature side of the proximal aortic neck due to the patient anatomy. The physician attempted to implant another manufacturer's aortic cuff but abandoned the attempt due to concern of covering the renal artery. The proximal type I endoleak was not treated. It was reported that, the final angiogram revealed that the endurant 16x10x124 stent graft in the external iliac artery had a distal type I endoleak due to the patient's tortuous anatomy. An endurant 16x10x156 stent graft was implanted into and distal to the endurant 16x10x124 and the type ib endoleak was resolved. Per the physician, the cause of the event was due to the patient anatomy. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.